Event description:
It was reported that the low sensing was noted on the right ventricular (rv) lead, and may be irritating the tricuspid valve. The patient was symptomatic with valvular regurgitation. The rv lead was extracted. There were no adverse health consequences, the patient was stable.